Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that while using bd facscanto¿ ii liquid is leaking from the waste liquid sensor. The following information was provided by the initial reporter: 1. Was the leak fluid or air? Fluid. 2. Was the leak contained within the instrument? No. 3. Was there spray of fluid under pressure? No. 4. What was the fluid that leaked? Biohazard. 5. Did biohazard leak before or after waste line? After waste line. 6. Was the waste mixed with decontamination or bleach? No. 7. Was the customer/bd personnel physically in contact with the fluid? No.

Manufacturer narrative:
H.6 investigation summary investigation summary: ¿ scope of issue: the scope of issue is only limited to bd facscanto ii cytometer 4/2/2 sys ivd, part # 338962, serial # (B)(6). ¿ problem statement: customer reported a complaint regarding a waste leakage not contained within the instrument. ¿ manufacturing defect trend: there are zero qns (quality notifications) related to the reported issue. Date range from 06jun2021 to date 06jun2022. ¿ complaint trend: there are 2 complaints related to the issue of a waste leakage due to a worn sensor/switch. Pr# 3794948 and 5323734. Date range from 06jun2021 to date 06jun2022. ¿ manufacturing device history record (DHR) review: DHR part # 338962 serial # (B)(6), file #338962-338962-v33896202050-100153333-13, was reviewed. The instrument met all the manufacturing specifications prior to release. ¿ investigation result / analysis: the investigation was performed and based on the review of the complaint trend, defect trend, DHR, risk analysis and servicemax, the root cause of the biohazard leak not contained within the instrument was due to a broken waste level sensor. A non-functioning waste sensor will not detect when the tank is full and can lead to a leak or spill. The fse (field service engineer) confirmed the issue with the customer and replaced the sensor (pn 334915 - waste level snsr 6-sw 24v 10.6in stem). After the repair, the instrument was performing as expected with no further leaks. The part was not requested for evaluation because it is not returnable and was discarded. Although the leak was waste and the potential exposure to biohazard material, there was no skin contact nor was there any medical treatment performed. No user was harmed or injured as they proper ppe (personal protective equipment) to clean up the leak. Bd facscanto ii instructions for use (IFU), #23-20269-00 rev. 1/vers. A, indicates to wear suitable protective clothing and gloves to prevent transmission of potential fatal disease from biological specimens. This can be found on page 147 in cleaning the surfaces. The safety risk of this hazard has been identified to be within the acceptable level. ¿ service max review: review of related work order #: 02480430, case # (B)(4). Install date: (B)(6) 2014. Defective part number: 338978 - snsr 2-level-sw 120vac 10.6in stem 7-pin. Work order notes: o subject / reported: liquid is leaking from the waste liquid sensor. O problem description: liquid is leaking from the waste liquid sensor. O work performed: replace the waste fluid sensor. Confirm that there is no liquid leakage. O cause: I confirmed the phenomenon. O solution: replace the waste fluid sensor. Confirm that there is no liquid leakage. ¿ returned sample evaluation: a return sample was not requested because the replaced part is not returnable and was discarded. ¿ risk analysis: risk management file part #338960-04ra, rev. 01/vers. A, bd facscanto ii flow cytometer (fluidics) fmea was reviewed. No new hazards have been identified and the current mitigations are sufficient. Hazard(s) identified? Yes or no? O item: 6. Waste. O function: 6.1 contain waste. O potential failure mode: 6.1.1. Waste not contained. O potential effects of failure: 6.1.1.1 biohazards. O potential causes/mechanisms of failure: 6.1.1.1.2 waste container overflows. O current controls: level sensor. O recommended actions: n/a. O responsible party: n/a. O target completion date: n/a. O actions taken: n/a. O severity: 9. O occurrence: 2. O detection: 1. O rpn: 18. Mitigation(s) sufficient: yes or no? ¿ root cause: based on the investigation results the root cause of the biohazard leakage not contained within the instrument was due to a worn waste liquid sensor. ¿ conclusion: based on the investigation results the root cause of the biohazard leakage not contained within the instrument was due to a worn waste liquid sensor. The fse confirmed the issue and replaced the waste sensor. After the repair, the instrument was rebooted, tested, and functioning as expected with no further leakages. No one was harmed or injured, and no medical treatment was performed due to the biohazardous leak. The safety risk of this hazard has been identified to be within the acceptable level. ¿ supporting document: n/a.

Event description:
It was reported that while using bd facscanto¿ ii liquid is leaking from the waste liquid sensor. The following information was provided by the initial reporter: 1. Was the leak fluid or air? Fluid. 2. Was the leak contained within the instrument? No. 3. Was there spray of fluid under pressure? No. 4. What was the fluid that leaked? Biohazard. 5. Did biohazard leak before or after waste line? After waste line. 6. Was the waste mixed with decontamination or bleach? No. 7. Was the customer/bd personnel physically in contact with the fluid? No.